Event description:
Patient reported being diagnosed with "autonomic disfunction small fiber neuropathy" (neurological disorder) and fibromyalgia. Side was unspecified, this record is for the right side. Healthcare professional later reported a removal due to "patient desired a bigger size". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of neurological symptoms is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: neurological symptoms.